Event description:
Boston scientific received information that approximately one month post implant, the patient with this system reported a pocket infection. To date, no intervention has been prescribed and the device and lead remain implanted and in sevice.

Manufacturer narrative:
This investigation will be updated should further information be provided.